Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/15/2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 06/30/2016. Complaint for receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.